Manufacturer narrative:
The reported event, o-ring (¿joint¿ in french) came out of the housing, was confirmed. Based on the technical service report and inspection by stryker france, housing rubber gasket(o-ring seal) had come out. O-ring was put back in place and returned to the customer.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the inner weld of the housing came out when opening the device during a procedure at user facility. Nothing fell on the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the inner weld of the housing came out when opening the device during a procedure at user facility. Nothing fell on the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.